Event description:
Edwards received information that this bioprosthetic valve, implanted approximately nine (9) years, was explanted due to stenosis and regurgitation on due to calcification. Per source documentation provided: "the prosthetic pericardial valve was seated on the aortic annulus with no issues. The 2 other leaflets were densely adherent to each other and with no mobility. The 3rd leaflet was only minimally mobile." The explanted device was replaced with a model 3300tfx 25mm. Patient is reported in stable condition.

Manufacturer narrative:
Device manufacturing review. Additional manufacturer narrative - the device was not available for analysis as it was discarded by the user facility. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case the patient has a history of diabetes, hypertension, smoking and obesity. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case the patient has a history of diabetes, hypertension, smoking and obesity all of which may have contributed to the reoperation of this valve. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.